Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a separation between the pebax and the third electrode, and reddish material was observed inside. A force test was performed, and the device was recognized and visualized correctly; however, error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane) on the wires. The reddish material and separation of the electrode is not related to the issue reported by the customer. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition and pebax separation was traced to the manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being performed to address process opportunities related to adhesive issues and further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter, and the carto 3 system was displaying a force sensor error 106 after some ablation had been completed. Catheter was unable to re-zero after the error was displayed. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The procedure was continued. There were no reported patient consequences. This event is not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation and a separation between the pebax and the third electrode was discovered. This finding is MDR reportable.